Manufacturer narrative:
Device received with blank display due to corrode the battery tube. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests or verify low battery, battery power loss alarms, device heating up due to the blank display.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working anymore. Customer reported that the battery was leaking and she used old insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis